Manufacturer narrative:
The malfunction was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive troubleshooting without duplicating the customer's report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.